Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 4.8 ng/ml was obtained. Subsequent analysis of the patient¿s sample, on the same instrument, produced a result of 4.2 ng/ml. The erroneous result was released out of the laboratory and questioned by the physician as the value did not correlate with the patient¿s clinical diagnosis. The sample was then analyzed through an alternate methodology and produced a lower result of 0.01 ug/l which was within its normal reference interval and better aligned with the patient¿s clinical status. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated quality control (qc) was performing within the laboratory¿s established ranges prior to and after the event. All system parameters, including system check and assay calibration, were performing within the assay and instrument specifications.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The patient's sample was collected in a 13x75 mm becton dickinson (bd) lithium heparin plasma tube without gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes at approximately 26ºc (78.8ºf). The sample was within one hour old and stored between 4ºc and 8ºc. A definitive cause of the incident is unknown.